Event description:
It was reported that a spectrum pump failed for downstream occlusion with errors at 6 pounds per square inch. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false downstream occlusion alarm was reproduced. A review of the event history log revealed 'downstream occlusion'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification downstream sensor. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.